Manufacturer narrative:
D6; device returned with no lot ID. Visual inspections & results: cartridge batch number, and cartridge position; not returned. Casing position; back. Hood shroud condition; good. Instrument serial number; 491. Lockout slide position; unlocked. Number of staples returned in cartridge; none. Retaining pin position; back. Safety position; unlocked. Trigger position; open/unlocked. Functional tests & results: hook shroud condition; good. Indicator function properly; yes. Indicator setting when firing; 2.5. Knob collar lockout slot condition; good. Lockout slide tip condition; good. Safety disengage properly, staple fire properly, and staples form properly; yes. Staple heights conforming; na. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Based upon the condition of the returned staples, it appears possible that the retaining pin was not fully forward and completely forward into the anvil hole prior to firing the instrument. However, this could not be ascertained. Upon receipt of the instrument, it was noted that the cartridge was not returned with the instrument. As the cartridge was not returned, the interaction between the instrument and cartridge could not be analyzed. However, the instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted. The reported misfire could not be recreated. Mfg and engineering have been notified of the reported incident.

Event description:
During an unknown procedure, it was reported by the affiliate that the product does not fire/misfire. There was no consequence to the pt.